Event description:
It was reported that noise was observed on egm. A suspected lead malfunction was noted. All parameters were good. The lead was capped and replaced. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.